Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable shunt. It was reported that the operation occurred on (B)(6) 2024. On (B)(6) 2024, a scan was performed, and the patient's ventricles were still big at 0.5 pressure level. The shunt was tapped, but the shunt was not draining as expected. On (B)(6) 2024, it was confirmed that the shunt was not blocked, and the setting was still at 0.5. The shunt was removed and replaced with a new shunt. The patient's status was alive-no injury.

Manufacturer narrative:
H3. Product analysis determined that the returned valve was patent. A tear was noted on the flange of the valve base, but not on the body of valve through which liquid flows. Therefore, the valve met requirements of leakage. The valve also passed requirements of siphon control, reflux, pressure/flow, preimplantation pressure and valve flux test. Laboratory personnel could not replicate the failure observed in the field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.